Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
The received implant is not fractured or cracked and was well osseointegrated. The reason for the implant removal cannot be determined, because the driver fragment impedes further investigation. Driver fractured during removal, so the driver fracture is also not the reason for removal.